Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm when she attempted a bolus delivery. She also stated her buttons were unresponsive after she had replaced her battery. The customer also reported her screen was frozen for a moment, then started scrolling through the bolus menu before the button error alarm occured. The customer's blood glucose was 162 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump received with intermittent buttons, due to corroded keypad traces. No button error alarms noted. No frozen screens were noted. Insulin pump received with cracked case on display window corner and minor scratches on lcd window.